Event description:
The customer reported lower than expected vitros tsh results were obtained from a single patient sample and a non-vitros mas quality control fluid using vitros tsh lot 7090 on a vitros 5600 integrated system. The patient results were lower than expected when compared to tsh results obtained from an alternate method. Patient tsh = 0.07, 0.08 miu/l versus expected result of 3.28 miu/ml mas l3 lot oim27033a tsh = 25.265 miu/ml versus expected result of 37.10 miu/ml biased results of the direction and magnitude observed could lead to inappropriate physician action if undetected. The lower than expected vitros tsh patient results were not reported from the laboratory. There were no allegations of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4) / reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were obtained from a single patient sample and a non-vitros mas quality control fluid using vitros tsh lot 7090 on a vitros 5600 integrated system. The assignable cause for the lower than expected vitros tsh results could not be determined. A vitros tsh performance issue cannot be ruled out as a potential contributor to the event. Historical tsh quality control results indicate some inaccuracy and imprecision. However, continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 7090. The customer is not following the sample collection device manufacturer recommendations for sample handling, there pre-analytical sample processing could not be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A sample specific issue that affects the vitros tsh method and not the non-vitros method cannot ruled out as a cause for the lower than expected vitros tsh patient results obtained. Precision testing of the vitros 5600 integrated system was not performed, therefore an instrument issue cannot be ruled out as a potential contributor to the event.